Manufacturer narrative:
The system technical performance during treatment was thoroughly reviewed; no technical issues were found. No system malfunction occurred. All sonication parameters were within the normal ranges with no exceptional usage.

Event description:
The patient underwent exablate thalamotomy for essential tremor. Despite testing foot strength throughout treatment and not observing any weakness, the patient displayed an inversion of the right foot immediately post treatment. The physician decided to keep the patient overnight and have them see a physical therapist. The patient required ankle/foot orthotics and was discharged to a specialty nursing facility. The inversion was still present at one week post treatment. At this time, there is no additional information.